Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad okay button is intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: on examination, the keypad was intact. On testing up arrow, down arrow and contrast buttons were responsive. The ok button was intermittently responsive. The keypad cover was removed for investigation and revealed contamination under all the keypad buttons.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.